Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the night before the event, the patient stated they took insulin prior to going to bed (unknown what the cgm was displaying during this time). Around 5:00am on (B)(6) 2024, the patient was shaking, sweating and confused. His roommate called an ambulance and when paramedics arrived, they checked his blood sugar and the meter was reading 42 mg/dl while the cgm was displaying 100 m/gdl. They treated the patient with a gel like medication to increase his blood sugar. During the event, the patient was conscious but confused. After 20 minutes, paramedics left after the patient felt okay. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.